Event description:
It was reported that 2 bd alaris texium secondary sets experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/16/2021. H.6. Investigation: two samples were received and the customer's complaint of separation was immediately noticed. This verified the complaint. The sets were then visually analyzed under microscope to determine possible root cause - which was found to be a lack of solvent at the tubing- drip chamber junction during production. The manufacturing team has been made aware of this issue and have implemented changes to the production of this set in effort to eliminate further occurrences of this failure. CAPA#3974230 was initiated. A device history record review for model 40000-07t lot number 20095693 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the (B)(6) related complaint reported with the defect/condition of separation with lot #20095693, regarding item #40000-07t.

Event description:
It was reported that 2 bd alaris texium secondary sets experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber.